Event description:
Rptr's daughter recently had a severe, life threatening reaction to latex. Daughter is a disabled 23 yr old young lady. Latex can be air borne. Latex allergies are common. Rptr had written to the FDA requesting mandatory latex labeling and latex content labeling, specifically, to begin with all medical supplies and medical equipment. Rptr feels people with this allergy must be able to seek medical help without being at risk. The present situation with little or often no labeling makes even basic medical attention a possible life threatening situation.